Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter and needle point integrity with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter and needle point integrity was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle was found with foreign matter on it before use. The following information was provided by the initial reporter: "customer found foreign material on the patient side needle and hooked needle at same needle. - 1 needle. Customer found foreign material on the patient side needle - 1 needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle was found with foreign matter on it before use. The following information was provided by the initial reporter: "customer found foreign material on the patient side needle and hooked needle at same needle. - 1 needle customer found foreign material on the patient side needle - 1 needle."